Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed the malfunction which the cavity pressure indicator and the set/actual flow rate indicator did not work appropriately. The front panel of the subject device was no longer readable due to the oxidized circuit board. The subject device showed the general signs of oxidation with moisture damage. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However based upon the information from (B)(4), there was the possibility that this phenomenon was attributed to the failure of the electrical circuit board due to oxidation caused by storage in high-humidity environment or ingress of water. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), the front panel indicator of the subject device could not be read. The user had stated that liquid had leaked into the subject device. There was no report of patient injury associated with this event.